Manufacturer narrative:
The hillrom technician inspected the lift and determined that one of the latches was not moving freely and needed to be replaced. The customer alleged that one of the safety latches on the sling bar was stuck in the open position during a patient transfer and the patient was hurt. The patient received a bump on the back of her head (not a hematoma), a non-displaced left clavicle fracture, and a bruised left pinky finger. X-rays of the left pinky were negative, as well as neuro follow ups. Patient was treated with a sling for her fracture, bed rest, and pain monitoring. The user manual for the golvo 7007 lift (7en140102-4) provides the following regarding safety instructions: before lifting, always make sure that: the latches are intact; missing or damaged latches must always be replaced. The sling¿s strap loops are correctly connected to the sling bar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface. The lifting accessory is correctly and safely applied to the patient in order to prevent injuries. All the sling loops are fastened securely in to the sling bar hooks. Safety latches stuck in the open position are readily noticeable and should have been replaced prior to use and removed from the clinical environment for service. The failure to properly latch the sling bar contributed to the patient¿s injury. The reported injury is serious in nature per FDA definition. Intervention was required to preclude a permanent impairment of a body function or permanent damage to a body structure. Therefore, the injury will be reported as a serious injury due to a use error. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lift. The technician replaced the spring latches to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the patient fell from the lift when the nursing staff did not install the sling loop correctly. The lift was located at the account . The patient suffered a bump on the head, a bruised pinky finger and a non-displaced left clavicle fracture. This report was filed in our complaint handling system as complaint # (B)(4).